Manufacturer narrative:
(B)(4) - aortic insufficiency; leak. The results of the investigation concluded a fold/retraction of cusp 3, resulting in incomplete coaptation of the cusps. A thin layer of fibrin was observed on cusps 2 and 3. There was no evidence of acute inflammation or significant calcifications and special stains were negative for organisms. No evidence was found to suggest the cuspal fold/retraction and fibrin formation was due to an intrinsic defect in the valve, as supported by review of the valve's device history record and the analysis performed. The cause of the reported event remains unknown.

Manufacturer narrative:
(B)(4).

Event description:
The 23mm sjm trifecta valve was explanted on (B)(6) 2014 due to aortic insufficiency. A 23mm mitroflow valve was implanted.